Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque balance middleweight guide wire noted blood and contrast on the tip coils and black polymer coating which is consistent with the guide wire being used in the patient as reported. The tip was tugged to confirm that the core and shaping ribbon were intact. Analysis confirmed the reported stretched tip coils as the tip coils were pushed distal from the center solder for a length of 3 mm causing the tip coils to be slightly wavy which is consistent with interaction with the lesion during the procedure as no damage was reported during inspection prior to use. Analysis also noted torn black polymer coatings entire circumference, 29.3 cm distal to the proximal end of the black polymer coating. The separated portion rolled over itself and was returned for a length of 1.7 cm and was located on the core and intermediate coils 4.3 cm proximal to the tip ball. The black polymer coating material at the separation was stretched and jagged. The core was still intact and was not separated. The black polymer coating was wrinkled proximal to the separation for a length of 2 mm. The black polymer damages are most likely as a result of the reported resistance with the lesion during procedural attempts to cross and resistance with the other device. Analysis could not confirm the reported resistance with the lesion during procedural attempts to cross, resistance and inability to retract from other device as the returned guide wire was backloaded through a new balloon catheter without resistance noted. The non-abbott micro-catheter used in the procedure was not returned. The outer diameter of the solder joints was measures with a hole gauge up to the black polymer separation and this met manufacturing criteria. The maximum outer diameter of the of the guide wire was measured with a laser micrometer and this met manufacturing criteria. Factors that may contribute to the resistance and inability to retract the non-abbott micro catheter over the guide wire may include, but not limited to, inner diameter of the guide wire lumen of the catheter, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is possible that the build up of blood in the guide wire lumen of the non-abbott micro catheter and on the guide wire contributed to the reported difficulties above. Additionally, the lesion was described as 95% stenosed which could have contributed to the reported difficulties. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Overall, a conclusive cause could not be determined for the reported resistance and inability to retract the guide wire from the micro catheter; however, the reported stretched tip and resistance with the lesion, and the noted polymer coating damages appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that the target lesion was in the left anterior descending artery (lad), and was mildly tortuous, mildly calcified and 95% stenosed. An attempt was made to advance the bmw universal ii guide wire to the target lesion, but resistance was felt during the crossing attempt. A non-abbott micro-catheter was placed to aid in crossing the guide wire, which proved to be successful. During the attempt to remove the micro-catheter from the patient, the bmw universal ii guide wire was pulled proximally with the micro-catheter. An attempt was made to re-advance the bmw universal ii guide wire; however, resistance was felt between the guide wire and the micro-catheter, so the guide wire was removed. During the removal attempt resistance was felt between the guide wire with the micro-catheter. Although the guide wire was able to be removed successfully, after removal from the patient, the guide wire tip was noted to be stretched. After replacement of the bmw universal ii with another bmw, pre-dilatation was performed with a non-abbott balloon and a 2.5 x 28 mm xience v was deployed successfully to complete the procedure. No patient effects were reported. No additional information was provided.